Event description:
Developed numerous connective tissue disorders, auto-immune, seizures, pain in extremities, tingling and loss of touch in both arms, headaches, inability to eat, inflammation within the body, pain in both breasts, hard to breathe, raynaud syndrome, recurrent (B)(6) infection, sinus infection, profuse sweating, stinging that caused swelling in forearms, inability to sleep due to pain radiating to my legs, inability to move without assistance and loss of strength in both arms. Concentration was a large factor due to inability to focus, loss of energy, numerous testing conducted, visits to ER numerous times to receive IV's due to electrolyte and malnutrition with dehydration. MRI's, CT's, x-rays, lymphocytic t-cell, frontal lobe atrophy, numerous e-coli infections, interstitial cystitis, numerous environmental and food allergies, PICC line installed due to e-coli infection; this was then discussed in regard that it may be contributed to my breast implants. Allergan natrelle silicone gel implanted (B)(6) 2011 (B)(6); 371 cc per implant, explanted by dr (B)(6), (B)(6) 2019. Awaiting cytology results at this time. I have undergone extreme pain, disability, inability to work, and unable to resume normal activities due to the harm caused by this medical device. I'm left with auto immune disorder and numerous pain contributing factors. Loss of sensitivity in both arms, weakness, and continued swelling due to the inflammation these devices caused. Auto-immune disorder, epilepsy, mold toxicity, heavy metal toxicity, pain in chest wall, t-wave arrythmia, frontal lobe atrophy, inability to recall words, disabled, loss of strength, pain throughout forearms, causing burning and inflammation. Heavy metal toxicity and mold toxicity. FDA safety report ID# (B)(4).